Event description:
It was reported that the just saw an aware 230007 from (B)(6) hospital where a patient came back to the emergency department because the foley ¿fell out¿. Patient returned to the emergency department after indwelling urethral catheter "fell out". On arrival catheter no longer in place. Patient returned home and when getting out of the car reports noticed that his pants were getting wet. See attachments for the condition of foley catheter. They have pictures of the catheter it looks as though the balloon just burst. They also have pictured the packaging and lot number in the form.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the just saw an aware 230007 from (B)(6) hospital where a patient came back to the ed because the foley ¿fell out¿. Patient returned to the emergency department after indwelling urethral catheter "fell out". On arrival catheter no longer in place. Patient returned home and when getting out of the car reports noticed that his pants were getting wet. See attachments for the condition of foley catheter. They have pictures of the catheter it looks as though the balloon just burst. They also have pictured the packaging and lot number in the form.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (4) photo samples. Visual evaluation of the returned four-photo sample noted one opened (without original packaging), used latex foley. Visual inspection of the first video sample showed a close up picture of the labeling which came with the catheter along with the tray number. The second photo shows the tip of the catheter which shoes the balloon has ruptured. The third photo shows another view of the tip of the catheter which shows the balloon has ruptured. The fourth photo shows the labeling insert which came with the product. The reported failure is confirmed cause unknown. A review of the device history record could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.